Event description:
Customer reports one incident of a blood leak on use #13 during pt treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 300 cc's. No pt injury or medical intervention reported.